Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that she is having issues with the reservoir. Customer stated that she is having a problem priming the reservoir. Customer stated that she is not able to draw insulin into the reservoir. Customer's blood glucose reading was 180 mg/dl. Product is being returned and replaced.

Manufacturer narrative:
A complete analysis and testing of 3 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.